Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was implanted. The patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia and neuromuscular problems. No additional information was provided.

Manufacturer narrative:
(B)(4) - urinary problems; recurrence; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-04501. The same patient is represented in each medwatch.